Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicated that they likely formed over an undetermined period of time while the pump was supporting the patient. Evaluation of the outlet side of the pump revealed two small depositions adjacent to the bearing ball within the proximal side of the outlet stator. These depositions lacked laminated layering, indicating that they initially formed elsewhere. While the origin of these depositions could not be determined, their areas of slight denaturation suggested that they were present while the pump was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 47 days. The device was returned to the manufacturer but evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to suspected thrombosis. The patient's lactate dehydrogenase level was greater than 600 u/l. The patient was treated with integrilin. Because the patient was not a candidate for another pump, he was moved up to status 1a on the transplant list. The patient was discharged on 03/20/2015 and did well on anticoagulation with no issues reported. The patient underwent a transplant on (B)(6) 2015.